Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and turned on to see if it would boot up normally. Upon starting the unit, the receiver was observed to be perpetually rebooting. The receiver case was opened for interior inspection and passed. Speaker resistance was measured and passed. The main board was disconnected from the main board to download the receiver log. The log was reviewed and no errors related to the customer complaint were observed. The reported event of an intermittent audio output was not confirmed. A probable cause could not be determined.